Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with different model and was never in service. No adverse patient effects were reported. Additional information indicates that this brady lead was attempted and not placed due to placement difficulties and inability to obtain a good threshold. Product was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues as the lead was attempted due to placement difficulties and inability to obtain a good threshold. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with different model and was never in service. No adverse patient effects were reported. Additional information indicates that this brady lead was attempted and not placed due to placement difficulties and inability to obtain a good threshold. Product was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation was confirmed basing on a failing helix mechanism due to the helix being deformed. Furthermore, the investigation conclusion code was selected as known inherent risk, based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicates that there were no issues as the lead was attempted due to placement difficulties and inability to obtain a good threshold. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced with different model and was never in service. No adverse patient effects were reported.